Event description:
Pharmacy staff called to report that cannula was clogged when customer's family was injecting today, it was found that there is no pinhole on needle compared with used needle. Call center asked the patient about operation habits. The customer said that patient injected for many years and should know the operation process, but customer was not clear about the specific operation process and didn't cooperate to provide specific operation process. Customer was a technician and take hd photos, speculated that the whole batch of needles were defective, so customer did not check the rest needles. Customer stated that medical devices should be inspected, if technical particles was injected into the body, it will cause serious problems. Customer took photos and kept the samples, photos were required to be sent via wechat (no photos received by call center right now), customer refused to return samples for quality investigation and customer will report this incident to other regulatory authorities. As customer hope to resolved this incident urgently and could not wait for the investigation, pharmacy may exchange a new box of needle for customer, a phone call customer response is required by pharmacy. Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.